Manufacturer narrative:
Hemorrhage/bleeding is a documented perioperative risk for brain surgeries such as MRI-guided neurosurgical ablation. This documentation is available in the neuroblate IFU and in monteris' internal risk management files.

Event description:
During an ablation procedure, it was reported that the surgeon acquired a CT to confirm laser delivery probe trajectory. The CT indicated intracranial hemorrhage, so the litt procedure was aborted to perform a decompressive craniotomy.